Manufacturer narrative:
Device analysis report is attached. This report is submitted on february 06, 2024.

Event description:
Per the clinic, the patient experienced an infection at the incision site and subsequently was treated with oral antibiotics (specific date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on december 27, 2023.